Manufacturer narrative:
The 26mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A photo was provided and revealed 1 bent strut approximately 90 degrees at the inflow was observed within the patient. During manufacturing per procedures, all inspections are conducted on 100% of the units. During the incoming inspection of the components, the valve frames are 100% dimensionally and visually inspected by both manufacturing and quality. In addition, during product verification (pv) testing, samples are tested for tensile strength. The lot met the statistical acceptance criteria. During manufacturing, all sapien 3 valves are 100% visually inspected for the valve outer diameter (od). During final assembly, the sapien 3 ultra valves are 100% visually inspected before and after holder attachments during manufacturing. Prior to final packaging, 100% visual inspection of the valves is performed. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed an additional complaint for "frame, damaged-during use" and is pending engineering evaluation. The IFU for commander delivery system with s3u thv, device preparation training manual, and the procedural training manual was reviewed for instructions relating to the complaint. The procedural training manual provides guidance on delivery system insertion through the sheath. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure the delivery system is locked in the default position, note maintain edwards logo up throughout the procedure to prevent kinking of the delivery system and insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push the delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification, following proper valve crimping technique and ensure the valve is delivered as straight as possible, be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath, if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged, if damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace, if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace and do not over-manipulate the sheath at any time. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, "during the procedure, a bent strut was observed in the valve. The sheath was deformed and perforated." It is possible that valve struts catch within the sheath during the delivery system insertion through the sheath, and further excessive device manipulation resulted in sheath damage and bent strut at the inflow. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification". "If push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. In this case, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. A product risk and CAPA has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The risk management worksheet documents the potential for the difficulty to introduce the delivery system and advance through the sheath, resulting in procedural delay, which did occur during this event. No labeling or IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during implant of a 26mm sapien 3 valve in the aortic position, bent struts were observed on the valve. The system was removed and replaced with a new delivery system and valve. The valve was successfully deployed. Per report, no more information can be obtained.